Manufacturer narrative:
The insulin pump was received with broken battery tube threads. The insulin pump was received with missing reservoir tube o-ring. The insulin pump was received with cracked case at lcd window corners, reservoir tube and battery tube threads and missing end cap sticker. The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the o-ring fell out of the insulin pump. The customer reported that there were cracks around the edges of the reservoir compartment. The customer's blood glucose was 421 mg/dl at the time of incident. The customer's blood glucose was 446 mg/dl at the time of call. The customer stated that they have not treated the high blood glucose at the time of call. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.